Event description:
Per journal article, "prefectoral two stage implant-based breast reconstruction with poly-4-hydroxybutyrate (p4hb) for pocket control without the use of acellular dermal matrix (adm): a 4-year review". The article retrospectively reviewed 105 patients underwent two staged prefectoral breast reconstruction using p4hb mesh (galaflex, galashape 3d and galaform 3d scaffolds) for a total of 194 breasts during 2018 to 2022. The postoperative complications reported were expander exposure (7 patients), periprosthetic infection (11 patients) which required explantation, 2 patients had infection treated with antibiotics, one patient had minor skin flap necrosis, 6 patients had wound requiring revision and 7 patients had nac (nipple areolar complex) excision. The outcomes reported were capsular contracture (2), lateral malposition (2) and visible rippling (26). As reported, 5 patients required revisional surgery in which three patients underwent additional fat grafting, one patient underwent exchange for implant downsizing and one patient underwent nac revision for asymmetry. The articles authors state in conclusion that they have shown the safety and efficacy of p4hb in 2 stage pre-pectoral breast reconstruction. There appears to be equal, if not reduced, capsular contracture rates when compared to the published data on the use of adm. Lastly this represents a large cost reduction to both the patient and health care system.

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The articles authors state in conclusion that they have shown the safety and efficacy of p4hb in 2 stage pre-pectoral breast reconstruction. The information provided is limited to the article and no additional information has been provided. There is no discussion within the article, or indication of the device being directly or indirectly related to any reported patient outcomes. Infection is a known inherent risk of the surgery and listed as a possible complication in the adverse reaction section of the instructions for use (IFU). In regard to infection, the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 01-jan-2018 based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The articles authors state in conclusion that they have shown the safety and efficacy of p4hb in 2 stage pre-pectoral breast reconstruction. The information provided is limited to the article and no additional information has been provided. There is no discussion within the article, or indication of the device being directly or indirectly related to any reported patient outcomes. Infection is a known inherent risk of the surgery and listed as a possible complication in the adverse reaction section of the instructions for use (IFU). In regard to infection, the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 01-jan-2018 based on the information provided. Addendum: h11: this supplemental MDR is submitted to correct the medical device type. Corrected field: d2b: (medical device type). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article, "prepectoral two stage implant-based breast reconstruction with poly-4-hydroxybutyrate (p4hb) for pocket control without the use of acellular dermal matrix (adm): a 4-year review." The article retrospectively reviewed 105 patients underwent two staged prepectoral breast reconstruction using p4hb mesh (galaflex, galashape 3d and galaform 3d scaffolds) for a total of 194 breasts during 2018 to 2022. The postoperative complications reported were expander exposure (7 patients), periprosthetic infection (11 patients) which required explantation, 2 patients had infection treated with antibiotics, one patient had minor skin flap necrosis, 6 patients had wound requiring revision and 7 patients had nac (nipple areolar complex) excision. The outcomes reported were capsular contracture (2), lateral malposition (2) and visible rippling (26). As reported, 5 patients required revisional surgery in which three patients underwent additional fat grafting, one patient underwent exchange for implant downsizing and one patient underwent nac revision for asymmetry. The articles authors state in conclusion that they have shown the safety and efficacy of p4hb in 2 stage pre-pectoral breast reconstruction. There appears to be equal, if not reduced, capsular contracture rates when compared to the published data on the use of adm. Lastly this represents a large cost reduction to both the patient and health care system.